Manufacturer narrative:
(B)(6). Multiple 510k numbers: k941562, k161170. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/ndl eclipse 25x5/8 rb was missing scale marking. The following information was provided by the initial reporter: "syringe without scale".

Event description:
It was reported that syringe 1ml ll w/ndl eclipse 25x5/8 rb was missing scale marking. The following information was provided by the initial reporter: "syringe without scale."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. During visual inspection of the sample, a missing scale marking, an ink smear on the syringe barrel, a damaged barrel, and a bent flange was observed. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The packaging line was reviewed and there is no contact point with the damaged area on the barrel and no process in the packaging line that could have bent the flange. The sample was sent to the supplier site for further investigation. The potential root cause for these non-conformances was determined to be associated with the marking process. There was most likely a jam or a mistiming at the marker which caused the barrel to be fed incorrectly and damaged. A bent flange rejection mechanism has been added to this machine.